Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the thunderbeat 5 mm, 35 cm, front-actuated grip type s probe was bent when it was opened. And broke off. The issue was found. During an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the device evaluation found the coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, it is likely that the probe broke due to the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The following is included in the instructions for use: ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor field performance for this device.

Event description:
The issue was found during laproscopic procedure. There was no delay in the procedure. The broken device was not used in the patient. Reportedly, the medication injected was viscous that might have resulted in break. A new device was used to complete the procedure successfully. Another thunderbeat device was affected; refer to related event in patient identifier (B)(6)

Manufacturer narrative:
Corrected field d4: lot number updated fields: b5, d9, e1, e2,e3